Event description:
Note: this is one of two devices that failed in this event. Refer to associated manufacturer report 3005099803-2008-06254 for a description of the related event. It was reported to boston scientific corporation that a resolution clip device was used on a 73 year old male patient during a esophagogastroduodenoscopy (egd). According to the complainant, "the clip would not release on the mucosa. They pulled the clip and removed it. It did not tear the tissue." The case was completed with another homeostasis clipping device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.25 inches from the distal end. The control wire was separated per design. A kink was noticed in the control wire approximately 8 inches from the handle. A slight increase in resistance was felt when the slider was actuated. The root cause of the malfunction cannot be confirmed.